Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image was displayed. Based on the results of the investigation, and since image flickering and color abnormality was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely that the malfunction identified during the device evaluation was caused by cable damage, resulting in the image function not working properly and no image being displayed. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced image flickering and color abnormality. The issue occurred during preparation for use for a diagnostic hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image flickering and color abnormality. The issue occurred during preparation for use for a diagnostic hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.